Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: review of the pump history showed temporary basal programs being run on (B)(6). The black box showed a replace battery alarm on (B)(6) 2017 at 16:16; deliveries resumed at 16:44. An occlusion alarm was recorded on (B)(6) 2017 19:16; deliveries resumed at 19:51. On investigation, the pump was exercised for 24 hours with a 2.0 unit-per-hour basal rate; results indicated the basal history correctly showed 2.0 units and the total daily doses appropriately showed 48.0 units. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions, errors, alarms or warnings occurred during the investigation; investigation did not duplicate the complaint. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 367mg/dl with increased urination, increased thirst, nausea, abdominal pain, and small ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued the pump. During troubleshooting, the reporter noted that the basal delivery totals in the total daily dose history did not match the active basal program total and a cause for the variation could not be determined. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged basal delivery discrepancy.